Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (2000 mcg/ml at 367 mcg/day via flex mode) via an implantable pump for an unknown indication for use. It was reported an elective pump replacement occurred in the afternoon of (B)(6) 2019. The patient was programmed in flex mode, with the same therapy settings as the old pump. It was reported the patient had a fever before the surgical procedure. The physician reported the patient experienced clonus during the night. The event date was reported to be (B)(6) 2019. The morning of (B)(6) 2019, the physician, without contacting the manufacturer's field contact, programmed a bolus for the patient. The dose of the bolus was unknown. The patient went into a coma and was intubated. The manufacturer's representative was alerted of the situation and he programmed the pump to minimum rate. It was reported no troubleshooting/diagnostics were performed. It was also reported the "physician didn't check the reservoir volume and refill the reservoir without update the clinician programmer.". Actions included monitoring the patient at the hospital and programming the pump to minimum rate. It was stated they did not know if the patient was taking other drugs. Contributing factors to the event were reported to include the patient's fever, which they had since (B)(6) 2019. Surgical intervention did not occur nor was planned. The issue was not resolved. The patients status was alive - with injury; the patient was in a coma, was intubated, and was monitored closely. Additional information was received. The patient died during the evening of (B)(6) 2019. As of (B)(6) 2019, the cause of death was unknown. An autopsy would be performed within the next few days after (B)(6) 2019, but an exact date was not known. It was also reported the physician, on friday afternoon, decided to reprogram the pump "as was programmed after the pump" replacement. Images of the pump logs and 8840 programming were provided. An interrogation of the pump on (B)(6) 2019 at 15:18 indicated the pump was in minimum rate. The pump had been updated on (B)(6) 2019 at 17:11, on (B)(6) 2019 at 10:27, 11:12, and 14:38. The flex mode parameters are as follows: a basal rate of 6.7 mcg/day, a 109.9 mcg dose with a 3 hour duration starting at 06:00, a 50.0 mcg dose with a 2 hour duration starting at 16:00, and a 120.0 mcg dose with a 6 hour duration starting at 18:00.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported an investigation was ongoing at the hospital, and the representative was not aware of the results of the autopsy. Due to this investigation, the representative was unable to retrieve some of the information requested of them. The representative was contacted to determine the serial number of the (B)(4) n'vision used to program the priming bolus during the replacement, the serial number of the (B)(4) software card used in that n'vision, the software version of the software card, the cause of the patient's fever, if the fever resolved following the pump replacement, the cause of the patient's clonus the night of the pump replacement, if the clonus resolved, if the patient was receiving effective therapy prior to the replacement, if the patient was discharged to their home after the pump replacement, the dose and duration of the physician bolus programmed on (B)(6) 2019, how long after the delivery of the bolus the patient experienced the coma and intubation, if the patient went into coma and required intubation due to the programmed bolus, what additional actions or interventions were taken after the patient went into the coma and was intubated, the cause of death, if toxicology was performed, and if the death was thought to be related to a medtronic device or therapy. All of this information was unknown. It was also reported a full system prime was performed, just the pump was replaced on (B)(6) 2019 due to end of service (eos), and the pump was programmed with the same therapy as the old pump. The reason for the physician bolus was because the patient had clonus. The statement "physician didn't check the reservoir volume and refill the reservoir without update the clinician programmer" was clarified to mean the physician didn't compare the actual volume in the reservoir and the expected volume on the clinician programmer. Additional information was received. It was stated the reported reservoir refill was performed the day after the replacement in the morning. The patient was hospitalized, so they were already in the hospital. The pump was completely aspirated prior to filling with drug during the replacement. The pump was completely filled with drug during the pump replacement. Although this was reported, it was also stated that the hcp decided to refill the pump because the patient had clonus during the night and they thought that the pump was not filled properly during the replacement. It was unknown if a pocket fill was suspected to have occurred.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.